Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in lin alarms which were reproduced while attempting to run a loaded set. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic reading make the pump more sensitive to air-in-line alarms causing the reported symptom. The failed upstream sensor was replaced.